Event description:
Shut down on patient was received with the vent. Upon follow-up, rt stated when he arrived at the home the filter was filthy. Rt belives the device overheated and shut down and once the device cooled down it worked fine. Device was due for a pm so he sent it in. Alarm conditions are unknown. Power source primary/event: ac no patient harm.